Event description:
It is reported that several months ago an fms signal device could not be deflated, and the water would not come out of balloon through inflation port. It is further reported that the patient; device was repositioned and still no water would deflate from balloon resulting in the need to cut the catheter tubing above the fms white inflation port in order to remove the device. As a result of cutting the catheter tubing, the device was successfully removing without untoward effect to patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is further reported that complainant has confirmed no lot available, and does not know how long product was in use thus the inability to provide this information. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to FDA on (B)(4) 2014; (B)(4). Note: the actual date of event is unknown, so the date use was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.